Event description:
The patient was a suspected narcotic abuser and was seen in the emergency room 3 times over the course of 2 weeks due to "overdose on drugs." Overdose symptoms and their relation of overdose with pump function were not specified. The hcp was considering explanting the pump or filling it with saline and monitor the pt. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).